Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. The instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.209¿ from the base. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. Isi followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. The issue happened as the surgeon was doing lymph node dissection. The issue with the instrument occurred about 30 minutes after the procedure started. The surgeon did notice functionality issues during the surgical procedure. The instrument did not collide with any other instruments or hard material. The fragments fell inside the patient during an instrument tip/ accessory collision. The instrument was removed before brakeage and the wrist was straightened. The staff did not feel resistance upon the removal of the instrument through the cannula. All fragments were confirmed to be retrieved because they all were in view. No additional surgical procedures were done to remove additional fragment. Post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ ileal conduit surgical procedure, the system displayed a prompt on the harmonic ace instrument suggesting to reduce the pressure of the head cutter. The instrument was removed for intraoperative cleaning; however, the instrument tip broken upon reinstallation. The user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms that the blade was broken off. In addition, the customer provided a picture of the system message consistent with the customer reported event.